Event description:
It was reported that the right ventricular lead exhibited high lead impedances in both unipolar and bipolar configuration. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.